Manufacturer narrative:
Zoll has not received the product for investigation. A follow-up report will be submitted when the product is returned and investigation has been completed. Event of death is probably related to the patient's clinical condition. Death is an anticipated event. The event is not related to device and procedure.

Event description:
During ivtm therapy, customer noticed the 500ml saline bag was low and saline leak on the patient bed. Connections were secured, quattro catheter (lot #175600) was replaced the following morning. Quattro catheter placed by an intensivist. No additional information was provided from customer. On (B)(6) 2022, the thermogard ivtm system generated an alarm and it is unknown if the customer use the same thermogard ivtm system to continue with treatment. Also, it is unknown if the saline bag was replaced. Per additional information received on 9/28/2022, the patient expired.